Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported having been diagnosed with a connective tissue disease or disorder since the last time they completed their questionnaire.follow up findings: per ubc, the event of connective tissue disease or disorder was marked in error by the patient. Event ruled out. Healthcare provider reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, e3, h6.

Event description:
Patient reported having been diagnosed with a connective tissue disease or disorder since the last time they completed their questionnaire.follow up findings: per ubc, the event of connective tissue disease or disorder was marked in error by the patient. Event ruled out. Healthcare provider reported left side rupture. The device remains implanted.